Manufacturer narrative:
The complaint sample was received at viant for evaluation and the reported event was confirmed. The chain assembly was broken at the cardon joint nearest the blue knob. One (1) of the two (2) short pins that were welded to the fork closest to the blue knob was fractured away from the fork. The fork nearest the blue knob was also bent outward. The block and fork components showed some deformation (gouges) inconsistent with intended use. The long pin and other short pin were still welded in place. The long pin is intended to be assembled to the fork nearest the blue knob and welded, however it was not assembled in this manner on this complaint sample. This incorrect assembly may have contributed to the observed breakage. There were several gouges on the blue knob that may have been caused by pliers or something similar, however that is unknown. These gouges are not consistent with intended use. It was also observed that there were several deformities observed in the surrounding area of the ratchet assembly, as well as on the two (2) large latch pins, which are inconsistent with intended use. The ratchet teeth showed some signs of wear/deformation, some inconsistent with intended use as well. Other observations: there were many signs of wear in the form of scratches, nicks and gouges observed throughout the complaint sample; the returned complaint sample was etched per applicable drawings. In conclusion, the reported event is confirmed as the chain assembly was broken at the cardon joint nearest the blue knob. The broken cardon joint was assembled incorrectly, which may have contributed to the breakage. Additionally, there were signs of wear and unintended use observed throughout the complaint sample that contributed to the fractures. Report source: complaint information received from distributor, depuy orthopaedics, and foreign as the event occurred in (B)(4).

Event description:
It was reported during an unknown procedure that the doctor could not disconnect the reamer handle when placing the final implant cup. The cup had to be removed and was successfully placed with straight impactor. No adverse events nor patient consequence were reported as a result of the malfunction.